Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture and exchange from textured to smooth due to concerns with the product. Device has been explanted.

Event description:
Healthcare professional reported a right side rupture and exchange from textured to smooth due to concerns with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on anterior side assessed as fold flaw opening and opening on patch side assessed as surgical damage. Anxiety-product/procedure: unable to observe since it is not related to the device additional observations: no other observations observed. No further actions are required as the device was implanted.